Event description:
It was reported that 60 in ultra minibore extension set leaked and the infusions were backed up and dripping on the floor. The following information was provided by the initial reporter: material no.: me2017, batch no.:unknown. It was reported the potassium syringe did not attach well to the tubing; it is unclear if the issue is with the tubing or the syringe.

Manufacturer narrative:
The following fields have been updated with additional information: a.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A.2. Age at time of event: 5. A.2. Age units (patient): months. A.3. Sex: male. H.3. Device evaluated by mfg?: yes. H.3. Reason device not evaluated: other. H.3. Reason device not eval: see h.10. H.6. Investigation summary: it was reported the syringe did not attach well to the tubing. Received one used extension set model me2017 lot unknown. Attached to the female luer was one empty 10ml bd syringe. The set and syringe was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or damages were observed during initial visual inspection. Functional testing was performed by filling the as-received syringe with blue dye water and reattaching to the set. One 18g cannula was attached to the set¿s male luer. The syringe plunger was gently depressed and no leaks, disconnections, or issues were observed. The set was then loaded into a lab syringe module and a syringe infusion was programmed at a rate of 10ml/h and vtbi of 10ml. The infusion completed with no alarms, disconnections, leaks, or any issues. The set was pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No disconnections or leaks were observed at any of the set¿s components, connections, or throughout the set. The set¿s female/male luer ports were measured and found to be within iso standards with the female/male go/nogo gauges. Equipment used (measurement and testing performed on (B)(6) 2020). Optical ram-cnc, eq08204, calibration due date: (B)(6) 2021. Air pressure regulator with pressure gauge, eq00138, calibration due date: (B)(6) 2020. 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6) 2021. 8100 alaris system syringe, eq08313, calibration due date: (B)(6) 2021. Male go/no go gauge, eq08244, calibration due date: (B)(6) 2020. Female go/no go gauge, eq08248, calibration due date: (B)(6) 2020. A device history record could not be performed due to no lot number was provided by the customer. Root cause analysis: the customer¿s report the syringe did not attach well to the tubing was not confirmed. The root cause of the customer¿s experience was not identified because no disconnections, leaks, or any issues were replicated during functional testing. Investigation conclusion: the customer¿s report the syringe did not attach well to the tubing was not confirmed. Functional testing did not observe any disconnections or leaks from model me2017's female/male ports or any issues with the extension set. Visual inspection, pressure testing, and dimensional evaluation also found no anomalies with the returned set. Although an issue was reported for the syringe, the bd syringe was evaluated under a separate complaint, MDR# 2243072-2020-00959.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set leaked and the infusions were backed up and dripping on the floor. The following information was provided by the initial reporter: material no.: me2017 batch no.:unknown. It was reported the potassium syringe did not attach well to the tubing; it is unclear if the issue is with the tubing or the syringe.